Event description:
Customer reported a crack on the insulin pump and stated that the glass was coming off. Customer's blood glucose reading at the time of the call was 62 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case on the display window corners, missing display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.